Event description:
The device will not be returned for analysis.

Manufacturer narrative:
Additional information noted that device will not be returned for analysis. Update to h6 coding.

Manufacturer narrative:
Correction h6 health effect - clinical code updated to 4582 - no clinical signs, symptoms or conditions and investigation conclusions updated to 4315 - cause not established.

Event description:
It was reported that the patient has deceased. There is no known allegation from a healthcare professional that suggests the death was device related. No additional information was available.